Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the solution turned cloudy in the chamber of (2) clearlink system secondary medication sets. The issue was observed after connecting the secondary line to the port closest to the patient then backfilling the line and half the chamber with normal saline, prior to spiking the intravenous (IV) minibag. The secondary line was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.